Event description:
The patient was implanted with hernia mesh t-sling on (B)(6) 2010. Later the patient experienced urinary retention, urge incontinence, cystitis, depression, incomplete bladder emptying and urinary tract infection. The patient to start intermittent self catheterization on (B)(6) 2010. On (B)(6) 2010, the patient continues self catheterization and urecholine was prescribed. A cystoscopy and urethral dilation were performed on (B)(6) 2010. A transection of tape at 5 and 7 o'clock was performed on (B)(6) 2010; suburethral mucosa seemed to dimple inward at proximal edge of tape. Between (B)(6) 2010 macrodantin was prescribed. A urethrolysis, sling excision (t-sling), cystoscopy and competitor sling placement were performed on (B)(6) 2010. Amitriptyline and toviaz were prescribed on (B)(6) 2011. Toviaz helping with urge incontinence; pelvic floor physical therapy prescribed on 11/09/2011. An interstim was placed on (B)(6) 2013. Per the request of the patient the interstim was removed on (B)(6) 2013.